Event description:
A malfunction alarm occurred on pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.